Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the pt rec'd a steady tone alarm with no lights on the system controller. All connections were checked by the pt and were all connected. When the system controller was connected to the power module pt cable by the white lead, the connection seemed intermittent for a few seconds. An (B)(6) report was also rec'd, which indicated that the pt experienced pump stoppages for about 10 mins.

Manufacturer narrative:
The lvad remains implanted with the pt. A system controller, serial number (B)(4) and a 14v power module pt cable, lot number 34990390611 were returned for investigation. The user facility report was rec'd from the (B)(6) registry. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.